Manufacturer narrative:
Customer reported that an rt12 rotor was broken into pieces on their statspin mp unit and those pieces were contained inside the unit. There was no report of exposure to the operator or impact to patient results. The return of the unit is being requested for further evaluation.

Event description:
Customer reported rotor broke into pieces.